Event description:
A malfunction was reported, identified by the error code malf 0, and it was indicated that the code could not be reset. The impact on the customer's blood glucose level was not confirmed. Technical support decided to replace the pump. The customer was advised on transitioning to an alternative insulin delivery method, specifically multiple daily injections (mdi). Instructions were given for storing the faulty pump and returning it using a prepaid label, which the customer understood and acknowledged.